Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 22 mg/dl. The customer was recovering from a hypoglycemia event and she had to go to health care provider yesterday for low blood glucose. Customer stated she knew why was low, she over treated. Customer stated she boluses for an energy drink but did not eat a meal. The customer declined to speak with helpline at this time.